Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device has an unknown issue. There was no reported patient involvement/adverse patient impact.

Event description:
It was reported to philips that the device has an unknown issue. The fse went on site and found a note on the device stating there was an issue with the non invasive blood pressure (nibp). There was no reported patient involvement/adverse patient impact.